Manufacturer narrative:
Additional information: h6 type of investigation- analysis of production records 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrected data: b3-date of event in initial MDR should be reported as (B)(6) 2018. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6, -9.5 diopter, implantable collamer lens, into the patient's right eye (os) on (B)(6) 2016. Lens opacity (asc) was observed on 15/jan/2019. Glare/haloes and blurred vision was also observed. Lens remains implanted. Reportedly, "halos since surgery, at night. Alphagan helped.